Event description:
It was reported that a patient underwent a pelvic organ prolapse procedure on an unknown date. Later, the patient reported that she had emergency surgery and that during this surgery a tear in the mesh was repaired. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 03/11/2011. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.